Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of the pump had no alarm when pump set came off rotor during testing. The unit was triaged and the reported condition was confirmed. The root cause is due to a faulty gearbox. The unit has been repaired, and recertified per procedure. The unit was restored to proper operation. A trend has been identified and a formal corrective and preventative action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the enteral feeding pump had no alarm when pump set came off rotor during testing. No patient involved.